Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20 mg/dl. Reportedly, customer accidently delivered a bolus which subsequently decreased their bg level. Reportedly, paramedics were called and assisted and transported the customer to the emergency room (ER). Customer was treated with glucagon injection, carbohydrates and intravenously with fluids. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.